Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she was having issues with bent needles which are causing her to have high blood glucose of 400 mg/dl. Customer stated she has been inserting how she was suppose to, but wasn't getting any insulin. Customer's current blood glucose was 295 mg/dl. Customer has been having issues on and off for about three weeks. Customer treats with manual injection. The insulin pump sometime alarms no delivery. Customer stated the device would not alarm when her blood glucose was getting low. Blood glucose dropped to 62 mg/dl and once it was 42 or 43 mg/dl. Customer declined to troubleshoot. Customer also mentioned the insulin was bubbling, was advised to insure there are no air bubbles in the reservoir. Customer was advised to call back to perform high pressure test since customer did not have another infusion set with her at the time of call. No further information reported.